Event description:
The customer reports that they had questionable ammonia results for two samples tested from the same patient. Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 146.3 umol/l and this value was reported outside of the laboratory. The sample was repeated on the same analyzer and resulted as 376.7 umol/l. The sample was later pulled and repeated a second time on a different analyzer. This repeat result was 14.9 umol/l and was believed to be correct. The customer noted that they did not report the repeat value of 14.9 umol/l since the sample was beyond stability at the time it was repeated. The patient was not adversely affected. The ammonia reagent lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause. He checked the reagent probe positioning, stirrer height, and stirrer function; all were ok. He checked pumps and rinse volumes; these were ok. Precision studies and mechanical checks were ok.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Based on absorbance data, the affected sample may have generated background turbidity caused by lipemia or icterus.